Manufacturer narrative:
There was a small piece of transparent adhesive tape stuck to the hub of the px slim delivery microcatheter. The complaint has been evaluated. The initial complaint indicated that when the px slim was opened, the physician noticed "fouling" on the hub of the catheter. Evaluation of the returned device revealed that a small piece of transparent adhesive tape was stuck to the px slim hub. The tape did not affect the functionality of the catheter, and provided no resistance to the mandrel that was advanced to test functionality. The tape was easily peeled off and removed by the penumbra investigator. The root cause of this particulate could not be confirmed. These devices are 100% visually inspected during in-process quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for an endoleak using a px slim delivery microcatheter. Upon removal from the packaging, the slim microcatheter was found with debris on the hub assembly and was not used. The procedure continued using a new slim microcatheter.